Event description:
The complainant reported that high purge pressure occurred. The purge cassette had been discarded during a system switch, and the patient remained on support. A tissue plasminogen activator protocol was initiated and appeared to resolve the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the high purge pressure was not determined due to lack of clinical details, no product or data logs returned for analysis.